Event description:
Hill-rom received a report from a hill-rom tech stating the left siderail end tube broken off. The bed was located at the account in ER. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the end tube, washer, and screw inoperable. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderail end tube, washer, and screw to resolve the issue. Based on this info, no further action is required.